Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize an ECG signal.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) has been confirmed. Upon investigation the monitor was unable to detect an ECG signal. The cause for the failure was isolated to the u612 inverting pump on the monitor c/a board. The u612 inverting pump was not producing any -5bn output voltage. The root cause for the defective u612 inverting pump could not be positively identified. No adverse event resulted from the defective monitor.